Event description:
It was reported that this right ventricular (rv) lead showed a concurrent threshold increase and pacing failure. When the chest x-ray photo was checked, the lead was observed to be slightly withdrawn. After that, the lead was repositioned to stabilize the threshold and good deflections were observed. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.